Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated at home with unspecified medication for the event. At the time of this report, the patient has recovered from the event. Action taken with pd was not reported. No additional information is available.

Manufacturer narrative:
The event occurred at the end of february/march 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.